Event description:
It was reported that total hip prosthesis surgery occurred. Surgeon didn't see any stabilization issue while surgery. After 2 days, surgeon observes a noise from patient hip joint and indicated that it is due to femoral head and taper adapter sleeve. The patient had a revision on (B)(6) 2019". Update: "patient did not suffer any falls or trauma. Revised due to sound from femoral head and adapter sleeve. Left side. No delay.".

Manufacturer narrative:
Additional info: implant and explant dates. An event regarding audible noise involving a other hip sleeve was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned; -medical records received and evaluation: no medical records were received for review with a clinical consultant; -device history review: review of the device history records indicates that all devices were; manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that total hip prosthesis surgery occurred. Surgeon didn't see any stabilization issue while surgery. After 2 days, surgeon observes a noise from patient hip joint and indicated that it is due to femoral head and taper adapter sleeve. The patient had a revision on april 3rd".